Event description:
It was reported that during a procedure to treat a target lesion in the moderately tortuous superficial femoral artery, the supracore guide wire was advanced into the patient anatomy. A non-abbott guide catheter was backloaded and advanced over the guide wire and resistance was noted. The physician decided to exchange the 5 french sheath for a 6 french sheath; however, resistance was noted with the guide catheter. The supracore guide wire was then removed with resistance, leaving the non-abbott guide catheter in the anatomy. A non-abbott guide wire was then advanced and used. After removal of the supracore, offset coils were noted to be sticking out approximately 40 cm from the tip. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported coil damage was confirmed. The reported resistance advancing and removing from the guiding catheter could not be tested due to the condition of the returned guide wire. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.